Event description:
It was reported that a patient involved in a study had an infection occur. The patient had gram-negative rods in blood cultures. The patient was treated with antibiotics. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.